Event description:
It was reported pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. There was no effusion noted prior to the procedure. When the pigtail catheter and was were being used, a pericardial effusion leading to cardiac tamponade was noted. The procedure was aborted to manage the effusion. A pericardiocentesis was preformed and 1200 cc of blood was removed from the patient. The operator elected to have a surgeon perform a cardiac window to ensure the effusion was resolved. No defect was observed. The blood removed during the pericardiocentesis was very dark, and consistent with deoxygenated venous blood. The physician believes the complication occurred during the transseptal puncture. The patient made a full recovery.